Event description:
It was reported by service report that the load wheel was broken and there was a pinch point on the side rail. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load wheel, side rail.